Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of tip detachment of device or device component.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent rmv was to be implanted in the esophagus to treat a malignant narrowing of the esophagus during an esophageal stent placement procedure performed on (B)(6) 2024. The patient's anatomy was partially tortuous and was dilated prior to stent placement. During the procedure, the tip of the device fell off. The delivery system was then removed together with the guidewire, and the detached tip was removed using biopsy forceps. The physician decided to postpone the procedure. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent rmv was to be implanted in the esophagus to treat a malignant narrowing of the esophagus during an esophageal stent placement procedure performed on (B)(6) 2024. The patient's anatomy was partially tortuous and was dilated prior to stent placement. During the procedure, the tip of the device fell off. The delivery system was then removed together with the guidewire, and the detached tip was removed using biopsy forceps. The physician decided to postpone the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of tip detachment of device or device component. Block h11: a wallflex esophageal stent was returned for analysis. Visual examination of the returned device found the stent fully covered and undeployed, and the tip was not returned. Additionally, the clear outer sheath was kinked. No other damages were noted to the stent and the delivery system. The reported event of tip detachment of device or device component was confirmed as the device was returned without the tip. Based on the available information, the investigation concluded that the observed damage of the outer clear sheath kinked was likely due to factors encountered during the procedure such as excessive manipulation of the device without enough care, limited the performance of the device and contributed to the observed problems. Additionally, the reported event of tip detached likely occurred due to factors encountered during the manufacturing process. Therefore, review and analysis of all available information indicated the most probable cause is manufacturing deficiency. A product labeling review identified that the device was used per the instructions for use (IFU) / product label. In april 2024, boston scientific initiated a non-conforming events prevention (ncep) investigation to further analyze an increase in "tip detachment of device or device component" complaints associated with the wallflex esophageal stents product family. The investigation found that the observed increase in complaints included devices manufactured from 01 november 2023 through 25 january 2024. A comprehensive review of the manufacturing process was conducted as part of the investigation to determine if factors within the manufacturing process (i.e., process changes, maintenance routines, calibration activity, materials, personnel, environment, and manufacturing work instructions) could have contributed to overall tip adhesion performance. Although a definitive root cause was not identified, overall manufacturing variation was reduced by modifying maintenance routines associated with process inputs (pad change in tip bond fixture), implementing a material change (glue), and reinforcing training/review of manufacturing work instructions. As a result of this investigation, boston scientific placed a ship hold on all impacted wallflex esophageal stent system products manufactured from 01 november 2023 through 25 january 2024. Boston scientific also initiated a voluntary medical device removal of impacted batches (i.e., products manufactured between 01 november 2023 and 25 january 2024) of the wallflex esophageal stent system in (B)(6) 2024 (boston scientific ref. (B)(4)). A corrective and preventative action (CAPA) investigation has been opened to further investigate these events and determine if additional corrective actions are warranted to further enhance/optimize product performance. This investigation is currently in process.